Event description:
A malfunction was reported on the customer's pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not reoccur.